Manufacturer narrative:
The device history records have been reviewed with special attn to the raw materials, subassemblies, mfg process, and qual control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is only the only complaint reported to date for this lot number and failure mode. The device was not returned for eval; however, two images were provided. The filter apex appears to be against the ivc wall. Based on the images provided, filter tilt can be confirmed and filter migration cannot be confirmed. Based upon the available info, the definitive root cause is unk. It is unk if pt and/or procedural factors contributed to the reported event. The current IFU (instructions for use) states: warnings/precautions/potential complications: movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; filter malposition; filter tilt.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Event description:
It was reported that approximately six months post vena cava filter deployment; guided fluoroscopy demonstrated a tilted filter with four cm caudal migration. A snare device successfully captured and retrieved the filter without incident. There is no reported pt injury.